Event description:
It was reported that asymptomatic patient presented to the clinic for routine follow-up. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 9.0-12.8cm from the electrode tip. Internal insulation abrasions were found at 7.2-7.6cm, 7.7-8.6cm, and 8.5-10.4cm from the electrode tip. The etfe coating was intact at these abrasion locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.